Manufacturer narrative:
The product code and lot number involved has not been confirmed. We are attempting to gain additional information from the end user to complete an investigation. A follow-up report will be submitted. The delay in the FDA receiving this complaint was due to a change in esignature certificates.

Event description:
While performing an above the knee procedure in coagulation, the surgeon was using a stainless steel blade electrode at 60 watts. The surgeon had just been coagulating a highly fatty area of the knee and there was a small fire at the site of the blade only. The surgeon did note that there was significant eschar build up on the stainless steel blade. There was no patient injury as a result.